Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that she has had pain ongoing for years. The patient stated that in approximately (B)(6) 2011, she had breakthrough pain and went through a 10 day continuous infusion of ¿ketamine¿ at the hospital and it was great and worked out perfectly. The patient stated the stimulation had covered everything but then she had a huge flare up where her nerves got inflamed and went crazy and everything changed. She was put on breakthrough medication and was steadily increased overtime. The indication for implant was rsd/causalgia-complex regional pain syn.